Event description:
It was reported that the foley catheter was occluded and it could not drain urine. Per follow up information received via ibc on (B)(6) 2021, no patient impact. It was unknown whether there was any substance which blocked the urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was occluded and it could not drain urine. Per follow up information received via ibc on (B)(6)2021, no patient impact. It was unknown whether there was any substance which blocked the urine.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temp sensing silicone foley. Visual inspection of the sample noted 1 three-way temp sensing foley catheter attempted to flushed balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and observed blockage in the funnel. This does not meet the specification "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes". A potential root cause for this failure could be ¿tooling wear¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Corrections: d, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated